Event description:
Information received by medtronic indicates that customer experienced hyperglycemia. Customer also had dementia symptoms due to high blood glucose. The blood glucose value was 501mg/dl. Customer had visited ER and hospitalized, treated with manual injection. Troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 30-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 30-aug-2023 listed on smartsolve. Dailytotalcollectionstarttime: 08/30/2023 00:00:00.000. Dailytotalofallinsulindelivered: 255000 (25.5 u). Dailytotalofbasalinsulindelivered: 157000 (15.7 u). Dailytotalofbolusinsulindelivered: 98000 (9.8 u). In further full review of the pump history/traces on the ss event date of 01-sep-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 01-sep-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 297500 (29.75 u). Dailytotalofbasalinsulindelivered: 257500 (25.75 u). Dailytotalofbolusinsulindelivered: 40000 (4 u). (B)(6) 2023 00:37:07.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2 u). (B)(6) 2023 01:53:28.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). On (B)(6) 2023 21:41:13.000 usertimedatechange systemtime = 09/01/2023 21:41:13.000, newsystemtime: 08/01/2022 21:37:13.000. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/17/2023 to 09/01/2023, then 08/01/2022 to 09/22/2022. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the customer's event date of 02-sep-2023. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date of 30-aug-2023, 01-sep-2023 and customer's event date of 02-sep-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 09:51:00.000, (B)(6) 2023 10:01:00.000, (B)(6) 2023 15:01:01.000 (B)(6) 2023 17:48:00.000, (B)(6) 2023 17:58:00.000, (B)(6) 2023 15:35:00.000, (B)(6) 2023 16:29:00.000, (B)(6) 2023 16:39:00.000, (B)(6) 2023 21:08:00.000, (B)(6) 2023 21:18:00.000, lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 10:21:00.000, (B)(6) 2023 10:31:00.000, (B)(6) 2023 15:17:01.000 (B)(6) 2023 18:14:00.000, (B)(6) 2023 18:24:00.000, sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 22:45:07.000, (B)(6) 2023 00:00:06.000, (B)(6) 2023 00:10:00.000, (B)(6) 2023 23:17:14.000, (B)(6) 2023 23:47:15.000, sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 02:10:14.000, (B)(6) 2023 04:59:16.000, (B)(6) 2023 05:09:00.000, sgcalibrationerror2 (838) was recorded and found in the formatted history file on: (B)(6) 2023 05:21:23.000, (B)(6) 2023 06:10:58.000, (B)(6) 2023 07:26:34.000, (B)(6) 2023 07:38:47.000, sensorsignalnotfound (796) was recorded and found in the formatted history file on: (B)(6) 2023 19:07:00.000, (B)(6) 2023 19:17:00.000, the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:51:51.000, (B)(6) 2023 21:21:43.000, (B)(6) 2023 21:31:00.000, (B)(6) 2023 21:39:20.000, (B)(6) 2023 21:39:52.000, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 19:12:00.000, failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:32:05.000, (B)(6) 2023 21:39:19.000, (B)(6) 2023 21:39:43.000, (B)(6) 2022 22:08:02.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:40:29.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:40:42.000, (B)(6) 2023 21:40:50.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 21-aug-2022 to 22-sep-2022 and 26-feb-2024 to 27-feb-2024. There was no power data available for the date of 27-aug-2023 and event date of 01-sep-2023. Unable to check power data for low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a minor deep scratched lcd window and a scratched case. Unable to verify customer alleged for high bgs/low bgs. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.